Event description:
It was reported that the patient felt better once the system was removed.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had an infection. The patient had their system removed the friday prior to the report due to the infection. The patient noted that the infection started around (B)(6). Before the explant an x-ray was performed and it was found that one of the leads had migrated down 2 vertebral bodies. The lead was implanted at t9 and moved down to the t11-t12 area. There were no falls or trauma reported. The patient was experiencing an increase in pain and after the explant the pain was gone. The doctor was unsure if the pain was associated with the infection or how the lead migration occurred. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.